Manufacturer narrative:
Sent date: 10/01/2007. Evaluation summary: based upon the inquiry information received from visual and functional examination: the unit was found to require the main pcb assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that they are returning their unit for service. Description of failure: check unit, if necessary repair. No further information is available. No reported patient consequence.